Event description:
It was reported that revision surgery was performed due to the breakage of the device.

Manufacturer narrative:
It is unclear from the available information the exact cause for the fracture of the neck region of the hip stem. The fracture may have initiated on the superior/lateral side of the neck, which is generally the highest stress region during physiological loading. A fracture in the neck region may occur if the mechanical loads applied to the stem exceed the strength of the material.